Event description:
The datascope dpm6 anesthesia monitor -with standard sao2 module- allows sao2 to change dramatically before signaling a tone change that would normally draw attention immediately to this parameter. More than once in the past few months, I have looked at the monitor and the sao2 was in the 70s or 80s with no change or no significant change in quality or frequency of the tone. There is no change in the frequency or quality of the qrs/pulse tone when the monitor automatically switches to triggering the beat count from ECG to plethysmograph-, for whatever reason, ie. Electrocautery interference. This poorly designed and implemented anesthesia monitor can result in delayed or unrecognized hypoxemia depending upon other factors that may be attracting or distracting -starting a-line, etc.- the attention of the anesthesia provider. In most anesthesia monitors, and in all good anesthesia monitors, the tone frequency decrease/increases directly and almost immediately proportionate to the decrease/increase in the sao2. Additionally in most monitors, the heartrate sound changes quality/timber depending on the source determining the rate, usually the ECG/qrs or the pulse oximetry/plethysmograph - less frequently, the arterial waveform-. In this monitor, if it automatically changes heartrate source, there is no change in tonal quality to alert the practitioner to that fact. This monitor is not ready for use in the operating room until these deficiencies are addressed. The use of this monitor to care for patients under anesthesia endangers their safety and wellbeing, and additionally increases the liability for the practitioner. Dates of use: 2009.